Manufacturer narrative:
Follow-up (9/14/2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini meter was not powering on when she tried to test her blood glucose. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 10:00am, the patient alleged the issue first occurred. The patient reported she uses oral medications including kombiglyze xr 0.25mg once a day and glimepiride 4mg once a day with diet and exercise to manage her diabetes. The patient denied making any changes to her diet, activity level or medications on the day of the alleged issue. Three days after the alleged issue started the patient reported developing symptoms of ''extreme thirst, hunger, and frequent urination.'' The patient denied receiving any treatment in response to the symptoms. At the time of troubleshooting, the cca documented that the patient was using the correct test strips and there was no misuse of the device. When the cca assisted the patient with a walk through retest with a new test strip, the meter does not turn on. The cca noted that the meter does power on when the power button is pressed. The cca confirmed this was not the first time the meter had been used. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue, and reportedly developed symptoms suggestive of hyperglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.